Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed that the product returned stuck inside the rotablator and presents the body kinked at 149.1cm and at 189.2cm approx. From the proximal end, and the spring tip bent. All the outer diameter measurements are within the specifications. No other issues noted on the product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03701. It was reported that a burr became stuck on the wire. A 90% stenosed target lesion was located in the proximal end to the middle of the moderately calcified left anterior descending artery (lad). A 1.75mm rotalink¿ plus and a rotawire¿ and wireclip¿ torquer were selected to treat the target lesion. The physician perform ablation with a rota 1.75mm to prevent carina shift. After performing 5 ablations, the rotational speed was stepped down. It was noted that the rota wire became kinked and the burr could not be removed from the rota wire. The burr and the rota wire were removed together from the patient. The procedure was completed by inserting another floppy wire and ablation was performed with a 1.5mm burr followed by stent implantation. No patient complications reported and the patient's condition is good.

Event description:
Same case as MDR ID: 2134265-2015-03701. It was reported that a burr became stuck on the wire. A 90% stenosed target lesion was located in the proximal end to the middle of the moderately calcified left anterior descending artery (lad). A 1.75mm rotalink¿ plus and a rotawire¿ and wireclip¿ torquer were selected to treat the target lesion. The physician perform ablation with a rota 1.75mm to prevent carina shift. After performing 5 ablations, the rotational speed was stepped down. It was noted that the rota wire became kinked and the burr could not be removed from the rota wire. The burr and the rota wire were removed together from the patient. The procedure was completed by inserting another floppy wire and ablation was performed with a 1.5mm burr followed by stent implantation. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4).